Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported nav-ring failure. There was no patient or user harm reported.

Manufacturer narrative:
G4: 29jul2020. B4: 30jul2020. The navigation ring assembly was returned to failure investigation (fi) for evaluation. Visual inspection there is a contamination present at the base portion of the front of the navigation ring assembly. Connected to laboratory navigation ring test fixture and found that no(light emitting diode) led's illuminated during the test. Failed navigation ring. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. The manufacturer's field service engineer (fse) confirmed the reported navigation ring issue. The fse reported that the touchscreen was functioning. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.